Event description:
Follow up with the dr regarding location of electrosurgical pencil (bovie handle with tip) revealed that when it was not in use, the electrosurgical pencil was placed on the mayo stand. Only when the dr was using the electrosurgical pencil was there contact with the patient's lip. The contact was for retraction of the lip for clear visualization of the surgical area. Per the dr: there were full thickness burns to the oral commissure involving the cutaneous skin mucosa and some of the underlying muscularis. The wounds are clean and there are no signs of infection. Wounds measure approximately 8mm x 8mm when mouth is open. When her mouth is closed they (wounds) are very difficult to see. Patient should continue with the current therapy of keeping the wounds clean and moist. They will heal. Will see patient back in 2 weeks. Stretching exercises might need to be initiated or nighttime splints to manage scar contracture once the wounds begin to contract and tighten. Patient self-management (psm) is being worked on. Quality and patient safety (qps) were notified. During a tonsillectomy and adenoidectomy, burning of the corners of the mouth bilaterally was noted. After the case, it was noted that the bovie tip that had been changed before the beginning of the case had not been pushed in all the way.